Event description:
A site tech reported that several pts had experienced diffuse lamellar keratitis (dlk), in one eye after bilateral lasik surgery. The reporter stated all of the pts had the procedure on (B)(6) 2013 and the dlk was noted the following day, (B)(6) 2013, at the day 1 post op visit. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).